Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a pain that was severe and higher than where the problem was before implant. The surgeon wanted the patient to be reprogrammed to see if the device could cover this area too. The issue started 3-4 weeks ago in (B)(6) 2017. Additional information was received from the patient on (B)(6) 2018. The patient stated that they went into a crawl space when they should not have and since then they have pain where the leads are. The pain began about 8 months prior to (B)(6) 2018. The pain stated minor and has worsened over time and they are now in a debilitative state. They are now experiencing severe neurological symptoms that began 2-3 months prior to the report from about the mid-lumbar region all the way to their feet. They are about 50% numb and can hardly control their legs or walk. The patient was calling to request a manufacture representative (rep) to be present at their appointment with their healthcare professional (hcp) on (B)(6) 2018 at 11:45 am to have the stimulator taken out. The reason for removing the device is not due to an issue with the device or therapy. They had no device issue prior to this. Everything with their therapy was fine and worked wonderfully. They were implanted for pain at the base of their back at the lumbar and hip even now it still works great. No further complications were reported/are anticipated.